Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads with the same lot number. It was reported the patient was receiving ineffective stimulation. Reprogramming was unsuccessful as the issue re-occurred. X-rays did not reveal any anomalies. The patient wants to have the scs system explanted. Physician consult is pending.